Event description:
On (B)(6) 2017 a clinician named (B)(6) called technical services to report noise on this ra lead. Lead was oversensing the respiratory sensor signals. Ra lead had large fluctuations in impedance measurements, with some values out of range at greater than 3,000 ohms. Lead was implanted on (B)(6) 2016 with dr.(B)(6). Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).